Event description:
On (B)(6) 2013, intuitive surgical inc. (Isi) received information from an attorney representing a patient who underwent a da vinci s hysterectomy procedure on (B)(6) 2008 and alleged to have injuries including postoperative trauma and nerve damage. No further information is available at this time.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complication(s) experienced by the patient. The information received does not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. Review of the site's system logs for the reported procedure date found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. No previous complaint was reported relating to this event. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, the site was unable to provide any additional information. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: a patient's attorney alleges injuries including postoperative trauma and nerve damage after undergoing a da vinci s surgical procedure.